Event description:
Reported blood glucose results of "158 mg/dl" with the lifescan meter and "130 mg/dl" on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.